Event description:
The reporter indicated that the surgeon implanted a 12.1mm vicm5_12.1 implantable collamer lens of diopter -8.0 into the patient's right eye (od) on (B)(6) 2024. The lens was explanted on (B)(6) 2024 due to low vault without rotation. In a seperate surgery on the same day it was replaced with a same model but longer length lens. This resolved the problem. Cause of the event is unknown. Claim #(B)(4).

Manufacturer narrative:
Claim # (B)(4).